Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The wds was advanced in the was when it was noted that the tip of the wds was damaged. The wds was removed from the patient, and the procedure was ended. No closure device was attempted to be implanted in the patient. There were no patient complications that were reported to have occurred.